Event description:
It is reported that when the surgeon was inserting two anchors into the bone, anchors were broken between the screw part and hex-head part. Two screw parts of the anchor remained in the pt's bone.

Manufacturer narrative:
This report will be amended when our investigation is completed.